Event description:
Philips received a complaint on the v60 ventilator indicating that the display was distorted. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was not in use, but the display had distorted coloring. All parameters were reported to be visible and adjustable on screen, but the coloring was not correct. The customer did not report any evidence of impact damage and requested troubleshooting. The rse advised the customer to replace the liquid crystal display (lcd) assembly to correct the issue. The rse said the customer acknowledged this and would order the part. Good faith efforts (gfes) are being completed to confirm the customer ordered and replaced the part and that the issue was resolved. This investigation is ongoing.